Event description:
In an abstract titled "efficacy and safety of balloon kyphoplasty in the treatment of osteoporotic compression fractures with radiographic evidence of retropulsion: a retrospective study with radiographic, clinical outcome and technical analysis", the following events were reported: fifty patients underwent kyphoplasty at 64 levels. Complications noted were: -1 transient altered mental status -1 supraventricular tachycardia no further information was reported.

Manufacturer narrative:
Report source: article titled "efficacy and safety of balloon kyphoplasty in the treatment of osteoporotic compression fractures with radiographic evidence of retropulsion: a retrospective study with radiographic, clinical outcome and technical analysis", by john f. Hamilton; jae y. Lim; maria read; chris brown; katrina maniec. Method - device not returned; followed up with author reference MFR report #: 2953769-2010-00582 - (B)(4).